Event description:
It was observed that during the device evaluation, the main power switch of the light source was stuck intermittently. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the main power switch of the light source was stuck intermittently. Based on the results of the investigation, the probable root cause is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.